Event description:
It was reported that the patient presented to the hospital for a lead revision procedure. The patient's right atrial (ra) lead was noted to exhibit noise oversensing resulting in inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.